Event description:
It was reported that there were concerns that the patient with this implantable cardioverter defibrillator (ICD) received six anti-tachycardia pacing (atp) bursts followed by twelve inappropriate shocks, as a result of an atrial-driven arrhythmia occurring during two separate episodes on the same day. Following the therapy, the heart rhythm was not successfully converted. Technical services (ts) reviewed the event and noted that it was difficult to determine whether the therapy was inappropriate. No additional adverse patient effects were reported. This ICD remains in service.